Manufacturer narrative:
Block b3: approximate date, the patient began experiencing charging difficulties about one year prior to the procedure.

Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent a replacement procedure due to difficulty charging and difficulty hearing the implantable pulse generator (ipg). Electrocautery was used during the replacement. The device was retained by the facility and will not be returned for analysis. Postoperatively, the patient is reported to be recovering well.